Manufacturer narrative:
(B)(4). Date sent 9/30/2024. D4 batch #. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. After further evaluation, a bulkhead contact was noted to be missing making the instrument non-functional. No functional test was performed due to the condition of the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkheads contacts is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 377c01, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9cv00, and no non-conformances were identified.

Event description:
It was reported that during a lap gastrectomy surgery, could not fire without motor sound on the 1st firing. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not fire and without motor sound. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.